Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, a permanent pacemaker was implanted due to complete heart block (chb).

Manufacturer narrative:
Updated data: b5. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329, lot number: 0012193977, use by date 2026-03-20, and UDI (B)(4). Product ID: gwbc30. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the chb persisted throughout the valve procedure. A confida guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added third paragraph. H6. H11. System reported dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, a permanent pacemaker was implanted due to complete heart block (chb). Additional information was received indicating that the chb began during the procedure. The permanent pacemaker was also implanted during the procedure. Additional information was received indicating that the chb began prior to insertion of the delivery catheter system, when the guidewire crossed the aortic valve.

Manufacturer narrative:
Updated data: a3b. A4. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve replacement (tavr) procedure, a permanent pacemaker was implanted due to complete heart block (chb). Additional information was received indicating that the chb began during the procedure. The permanent pacemaker was also implanted during the procedure.